Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. They were unable to verify the button error alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his insulin pump was exposed to moisture on the display screen. Customer stated that he also received a button error alarm after the moisture exposure. Customer's blood glucose is 285 mg/dl. Customer has not corrected for his blood glucose yet. Customer stated that he was okay. Customer stated that it was hot and he saw moisture underneath the lcd screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.